Event description:
The report received indicated that during a percutaneous coronary intervention, the physician attempted to deliver a cypher stent to the mid right coronary artery (rca). However, while advancing the stent through the tight lesion, the cypher "slipped" off the balloon, 1 cm proximal to the lesion. Consequently, the physician deployed the stent because he feared that the stent might come completely off the balloon if he withdrew it. The cypher stent delivery system was removed, the lesion was softened and a vision stent was deployed distal to the cypher stent. Furthermore, when attempting to remove the guidewire that was in place, the physician-encountered resistance; a guide catheter was advanced and the wire was able to be removed. However, the tip of the wire had broken in the patient's posterolateral artery (pla). Multiple attempts were made to snare the wire tip but were unsuccessful. Therefore, a mini vision stent was used to smash the wire to the wall of the pla. The procedure was completed and the patient was discharged uneventfully the next day.

Manufacturer narrative:
This product is not available for evaluation, as it remains implanted; additional information has been requested and will be submitted within 30 days upon receipt. This is one of two products involved in the same patient and reported under manufacturing numbers: 3003742446-2007-00359 and 3006010712-2007-05012.